Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be use error, tidal total ultrafiltration removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 02:00:15. During night drain cycle 5, the patient's ultrafiltration reading was 1986 ml, indicating the home patient (hp) drained 1506 ml more than their maximum programmed fill volume of 2400 ml. No additional information is available.